Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: the IV bag size remained unchanged, prompting the clinician to check the IV line and discover that the huber needle pinch clamp was clamped. Although the huber needle tubing was clamped with a pinch clamp, the infusion continued to infuse and did not alarm for an occlusion and the lighthouse remained green. The infusion was manually programmed in the oncology/palliative profile at a rate of 125ml/hour -130ml/hour with a vtbi of 500ml. The concentration was 8mg/500ml. The infusion was administered as a primary infusion. Patient¿s vascular access was a port. IV set was a bd alaris pump infusion set 2420-0007 attached to a bd maxplus clear needless connector ref mp1000-c attached to the bard power loc safety infusion set ref: (B)(4) or ref: (B)(4) that is attached to the patient¿s port. Staff have been diligent in ensuring the IV setup is correct since the event, and no further issues have occurred. The pump module was sent to biomed for assessment, then to bd for failure investigation. The infusion was manually reprogrammed on another pump module and completed without further issues. No other infusions were infusing at the time of the event. The alaris device did not sound different, and no visible damage was noted. The IV set appeared stretched above the upper fitment recess, and the clinician noted the pinch clamp may not have been fully engaged. The clinician taking care of the patient at the time of the event was a float nurse. No patient harm reported. After implementing the new alaris IV devices on (B)(6) 2024, staff reported experiencing less than five different instances where the infusion was not infusing despite the device indicating it was infusing (green lighthouse light). In each case, more volume than expected remained, and no occlusion alarm was triggered. Upon assessment by the clinician, the huber needle was found closed via the pinch clamp, with no audible or visible device abnormalities noted. With each occurrence, the affected pump module was removed from patient use and sent to biomed for evaluation. All incidents involved ports and huber needles, no issues were reported with peripheral ivs. The IV sets used may have differed from the standard bd alaris pump infusion set (2420-0007), depending on medication requirements. Two types of huber needles are used: bard powerloc safety infusion set ref: (B)(4). Infusions were manually programmed under the oncology/palliative profile.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.